Event description:
Pt admitted to the or for chronic calculous cholecystitis. At the end of the or procedure a portion of the 12mm port was found floating inside the abdominal cavity. Portion was successfully retrieved without harm to the pt.